Manufacturer narrative:
This supplemental report is being submitted to provide the correction of the initial MDR and the legal manufacturer's final investigation. A review of the device history record found no deviations, that could have caused or contributed to the reported issue. It has been over eight (8) years, since the subject device was manufactured. In addition, the following non-reportable malfunctions were found, during the device evaluation: looseness of the video connector. A definitive root cause was not identified. However, based on the results of the investigation, the probable cause of all the malfunctions would likely, be faulty video connector. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
The device was returned to olympus for evaluation where service confirmed the customer's complaint. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation or if any additional information is provided by the user facility.

Event description:
The customer reported to olympus that the video system center's connector was loose, but the image was normal. It is unknown when the issue was found. The device was returned for evaluation. During the device evaluation, it was found that there was no image when the connector was shook due to a faulty scope socket. There were no reports of patient harm. This medical device report (MDR) is being submitted to capture the reportable malfunction found during evaluation.